Manufacturer narrative:
Patient information - unknown. Lot number - unknown. Occupation - other; sales representative. Device manufacture date - unknown. Device evaluation - no conclusions can be drawn regarding the reported malfunction without the opportunity to evaluate the device. Without lot number identification, device history record review and lot specific complaint history review could not be performed. Review of complaint history for the reported part number did not identify a trend for reports of this nature. Should the product be received, a follow-up medwatch report will be submitted.

Event description:
It was reported that a 2-level posterior fusion (l3/4/5) revision of a competitor's product was performed on (B)(6) 2021. Upon final tightening of a lock screw, the tip of the lock-screw torque driver broke off. The tip was removed and the procedure was completed utilizing the second lock-screw torque driver readily available in the set. There was no patient injury or delay to the procedure.